Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years post filter deployment, CT revealed filter within the inferior aspect of the ivc with fracture of at least one of the filter legs and there was questionable penetration of the filter leg into the abdominal aorta. Additionally, the filter was significantly tilted to the right with the filter hook against the right lateral wall of the ivc with probable thrombus or fibrin sheath surrounding the apex of the filter. Therefore, the investigation is confirmed for perforation of the ivc, filter tilt and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached strut retained in heart and the patient reportedly experienced pain in chest and around the heart area; however, the current status of the patient is unknown.